Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 800cc mentor memorygel breast implant, catalog # 3508004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent primary breast augmentation with 800cc mentor memorygel breast implants and experienced rupture on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device removal on (B)(6) 2020. On (B)(6) 2021, mentor became aware that the patient actually experienced bilateral ruptures and bilateral capsular contractures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture and capsular contracture this report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).